Event description:
Medtronic received information that during the loading of this transcatheter bioprosthetic valve, while advancing the capsule forward over the valve, the blue handle of the delivery catheter system (dcs) separated and exposed internal threads. The dcs was not used. The valve was loaded onto a new dcs successfully. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle was received with the deployment knobs tapped together. The tip-retrieval mechanism appears intact. The carriage components are observed to be undamaged. The device was returned with the end cap/screw gear snap fit connected. From close observation, both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. The inner member shaft appears intact with no evidence of damage. The nose cone/catheter tip appears to be bent. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The subject dcs was returned and evaluated by medtronic, where actuator both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob, thus confirming the reported actuator separation. An actuator separation will prevent loading and/or deployment through normal use, and can be related to several factors (procedural, technique, etc.). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.